Manufacturer narrative:
This report is being submitted to provide additional information received from the customer.

Event description:
It was reported "there was an electrical crack in the universal cord" of the subject device. The issue happened during reprocessing prior to an unspecified procedure. There was no patient involvement on this reported event, no harm reported due to the event.

Manufacturer narrative:
E1- address: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found flooded cable and loose scope mount. Based on investigation, the reported phenomenon was confirmed. The cause of the issue could not be identified by the information obtained from this complaint and the investigation results. For the additional findings, the cause of the issue could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instruction for use (if), it states: do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product.do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported "there was an electrical crack in the universal cord" of the subject device. There was no patient involvement on this reported event, no harm reported due to the event.